Manufacturer narrative:
Physio-control further evaluated the device and observed that the analog pcb assembly could not maintain a charge on one of the internal hybrid layer capacitor (hlc) batteries, designator bt3. Physio-control evaluated the analog pcb assembly and determined that the cause of the reported issue was due to a failure of an internal hlc battery, designator bt3 on the analog pcb assembly. This internal hlc battery, designator bt3 would no longer maintain a charge. A replacement device was provided to the customer under warranty.

Event description:
The customer contacted physio-control to report that their device showed the charge-pak and attention indicators in the readiness display. During device evaluation by physio-control, it was observed that the device could be powered on, but that it would power off after the first voice prompt. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.